Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specification. Sensor failed per specifications, due to low readings.

Event description:
It was reported that the customer received calibration error and low blood glucose prediction alarms. The sensor predicted a low blood glucose between 70 mg/dl and 80 mg/dl, but she measured her blood glucose at 351 mg/dl. After a second calibration error, when her blood glucose was at 331 mg/dl, the customer was prompted to change the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.